Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) and non-boston scientific left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Troubleshooting was performed and when programmed tip to ring impedances were still oor. Additionally, thresholds have increased. Isometric testing was performed and there was no observations of noise. Boston scientific technical services recommended programming options. At this time, the crt-0 and non-boston scientific lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).